Event description:
It was reported that during a laparoscopic splenectomy procedure, the first device partially fired, the second did not work right, and the third device did not work right either. There were no details. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Instrument a: trigger post. Instrument b: (B)(4). Instrument c: (B)(4) firing trigger teeth. The analysis results found that the ats45 device a was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the trigger post were found broken. While no conclusion could be reached what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The analysis results found that the ats45 device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The analysis results found that the ats45 instrument c was returned with the handle shrouds opened and with no reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.